Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned docking station was investigated. Heat damage was observed during the visual inspection. The radical-7 returned with the docking station had no external damage or defects observed and was confirmed to be functioning as designed. The patient cable returned with the device was able to obtain measurements with a known good lab sensor and was also confirmed to be functioning as designed. Functional testing of the docking station could not be performed due to heat damage to the ac inlet, which prevented the device from being powered by ac. The source of the heat and electrical shorting appeared to be within the ac inlet module, based on hotspot markings and heat damage indications. The docking station was unable to power on or be used for charging. A review of the complaint history on the docking station confirmed this was an isolated report.

Event description:
Per the medwatch report "alert called due to flames coming from the continuous pulse oximeter. The area was contained and the device quarantined post-event. No patient harm." Patient moved to another room due to smoke smell. Fire department did respond." No patient impact or consequences were reported.